Event description:
It was reported that the reservoir was occluded. Customer's blood glucose was unknown. The troubleshooting was not completed due to the insulin pump would force the insulin through the tube. The customer was assisted to run a test to a new reservoir and reconnected the new reservoir to new infusion set and insulin exited the tubing. The customer was advised that infusion sets and reservoirs would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.